Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - mono/polyaxial screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the patient was scheduled for revision surgery on (B)(6) 2021 to remove the rod and put the halo vest on the patient. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) unk - mono/polyaxial screws. This report is 2 of 2 for (B)(4).